Event description:
It was reported that while using the device, the alarm did not sound despite the loosening of the dressing. The patients therapy began on (B)(6) 2015. It was also reported that the patient was hospitalized on (B)(6) 2015 due to the wound being deeper and dirty. The patient was released from the hospital on (B)(6) 2015, the wound was in good condition and the patient continued therapy with another device.